Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events 2 events were reported for this quarter. Product return status 2 devices were received for evaluation. Evaluation status 2 events were confirmed during testing. 1 device was found to be affected by corrosion. 1 device was found to be affected by corrosion and a lubrication problem. Product disposition this device is not repairable and was not returned to the user facility. Additional information there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact.